Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced a controller fault alarm. As a result, the controller was exchanged at the site and returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. The returned controller passed visual inspection and functional test and ran without alarm. However, the log files showed a controller fault on the event date due to a user interface control (uic) runtime failure. The most probable root cause of the reported "controller fault alarm" may be associated with a communication error between the controller and the battery probably related to a faulty power source. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that patient had a controller fault alarm. The alarm self-cleared. The patient is poor historian with a large amount of social issues and low care for device and peripherals. The patient presented to the hospital and a controller exchange was performed by the hospital staff. The patient was discharged home. There was no reported patient injury as a result of this event. The controller was returned to manufacturer for evaluation.